Event description:
Additional information was received as follows: it was reported that a 36x70 endurant aortic cuff was implanted. During the recapture phase of the delivery procedure, the physician advanced the delivery system to get the tip capture mechanism above the suprarenal struts of the stent graft and the entire endurant cuff was inadvertently pushed up about 5mm proximal due to the delivery catheter spindle getting caught on the suprarenal strut. The left renal artery was partially covered by the proximal stent graft. Therefore, the physician placed a stent into the left renal to preserve flow. The physician stated that the cause of the event was due to the aortic neck angulation. The outcome was good and the patient is doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the reported migration of the bifurcate and reported bare springs fracture and severance were confirmed from the 7 plus year post-implant angio's provided. The exact cause could not be conclusively determined from the post-implant angio's, and the exact timing of the fracture is unknown. The CT's were not provided; the complete anatomy information could not be assessed. The pre-implant films, films during implant, and earlier post-implant films were not provided. The bifurcate location at implant was unknown. It is possible that the aortic neck may have dilated since implant due to disease progression, which may have caused the proximal graft fabric to lose seal with the aortic wall. This may have resulted in the migration. The loss of seal and migration may have resulted in higher than expected force being applied on the apices of the embedded left/lateral bare springs, which then led to the fracture and severance over the 7 year implant duration, possibly due to fatigue or overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately seven years and seven months post index procedure, an angiogram revealed that the talent stent graft had migrated distally to between 3 cm and 4 cm below the renal arteries. Additionally, part of the supra renal strut is detached from the main body and this part has a fractured but, still adhering to the aortic wall. The fractured suprarenal strut was not free floating. There was no evidence of an endoleak. Per the physician the cause of the event was unknown. No additional sequelae were reported and the patient will be monitored.